Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation provided the following: - foreign material found in the nozzle. - neither air nor water at the output of endoscope was observed due to a clogged nozzle. - lg [light guide] lenses chipped. - knob play and less angulation due to a wear of bending tube. - plastic cover damaged. - the insulation of connecting tube is close to the low limit. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. There was no observation of deviation from the reprocessing process. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no air/water flow. Inspection and testing of the returned device found foreign material that couldn't be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.